Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical specialist (cts) assisted the customer in locating disconnected tubing from the differential mix chamber. The customer re-connected the tubing, resolving the leak and incomplete differential results. The customer performed startup and all controls were within specifications. (B)(4).

Event description:
The customer reported the instrument was generating incomplete differential results and less than 5 mls of fluid leaked underneath the diluter module in the coulter 780 hematology analyzer. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.